Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep replaced the universal node, and flashed all the nodes and reloaded the russ files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce a fluoroscopic x-ray. No pt injury was reported.